Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient continues with a chronic bacterial driveline infection. The patient received IV antibiotics, then transitioned to oral therapy, and had washout of the wound in the operating room with placement of a wound vac. The bacterial driveline infection was not resolved. No additional information was received.

Manufacturer narrative:
Approximate age of device: 6 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.